Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 260 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer received an incomplete load alert. The customer stated that they take an extended amount of time to change the cartridge.